Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. Visual inspection of the sample revealed one kink in the spring wire guide (swg) near its handle. Offset coils were also noted in the distal end of the wire body. Microscopic examination confirmed the distal weld was full and spherical. The kink in the swg measured 102 mm from the distal tip. The offset coils measured from 8-13 mm from the distal tip. The total length of the swg measured 4.625" which is within specifications of 4.4375-4.6875" per swg graphic. The outer diameter of the swg measured 0.388 mm which is within specifications of 0.381-0.404 mm per swg graphic. The outer diameter of the needle cannula measured 0.02535" which is within specifications of 0.0250-0.0255" per needle cannula graphic. The inner diameter of the needle cannula measured 0.017" which is within specifications of 0.0165-0.0180" per needle cannula graphic. The returned swg was unable to be functionally tested due to the damage. A lab inventory swg of the same diameter as that provided in this kit (0.016" measured to be 0.391 mm) and the returned needle were functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "trial advance and retract spring-wire guide through needle using actuating lever to ensure proper function." The swg was able to be advanced and retracted in the returned needle cannula with minimal resistance. The needle and catheter assembly were removed, and the swg was able to advance in its tubing as expected. A manual tug test confirmed the swg was secure in its handle. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide contained one kink in its proximal end near the handle and offset coils in its distal end. The guide wire and needle met all relevant dimensional and functional requirements. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Based on the customer report and the sample received unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter could not be pushed through the introducer. It split the plastic tube.". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter could not be pushed through the introducer. It split the plastic tube.". No patient involvement.